Event description:
Five days after the lapband system was implanted the pt had a second surgery to remove it. Physician reported "stomach perforation due to instrumentation." The pt was implanted in 2003, discharged home 3 days later and was then re-admitted to the hosp 2 days later. The pt's symptoms were severe pain, increased shortness of breath along with a burning sensation when they drank anything. The pt went back to surgery and the lapband system was explanted due to a perforation of the posterior stomach made by instrumentation not seen by surgeons during the initial implantation. After the surgery, 2 days later, the pt was diagnosed with ards and placed on the ventilator for 2 days. The pt was discharged from the hosp 1 week later.